Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that several distal mis-drillings occurred with the mentioned target device.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Evaluation revealed the target device to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation, no material, design or manufacturing related issues were found. The functional test revealed that the target device is fully functional; all nail holes (proximal and distal) were passed by a sample drill without nail contact. Based on this information it is most likely that the misdrilling was user related (i.e.: nail was not completely tightened on the target device therefore the nail was moving, during distal drilling high pressure was brought to the target device, distal drilling was performed without drill sleeve, targeting sleeve was not tightened). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that several distal mis-drillings occurred with the mentioned target device.